Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/establishment name: shuntendo hospital, affiliated with the faculty of medicine of shuntendo university. Added here due to character limitation in respective field.

Event description:
It was reported the rigid endoscope telescope had damage to the light guide connection part. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as unidentifiable serial number on the device, bent outer tube, burnt light guide connector, and foreign material inside the cover glass. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. However, it¿s likely the cause is related to improper handling and an application of excessive force, impact to the device like a fall, shock or similar stress. Olympus will continue to monitor field performance for this device.